Event description:
Patient called from the hospital, needing an MRI and they have to put their device in MRI mode. Patient stated they have not touched the controller for about 4 years, and the controller / controller battery were dead for about two years, so they were requesting a new controller and battery be sent to the hospital so they can put their implant into MRI mode. Patient did not have equipment present. Patient stated they have not used their stimulator in about 4 years as it never worked properly for their pain. Patient stated that the trial worked great, but the permanent implant never worked. Additional information from the rep indicated that they were able to charge the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provide (hcp) reported on (B)(6) 2024 that the patient (pt) needed an MRI, but the pt did not have their controller with them.  MRI information was requested.  It was noted that the pt had not used their implanted neurostimulator (ins) in years and had not charged the ins in years because "it" did not work for them. The hcp did not know the exact circumstances.  Technical services reviewed MRI considerations. Then, on march 12, 2024, the pt called patient services reporting they were in the emergency room (ER) and they needed an MRI. They explained that the ins had been dormant for a few years because the therapy did not work for them.  They were charging the ins when the controller displayed a message stating to charge the controller soon. The pt stated they had plugged the controller in for 2 hours and the controller did not get charged.  They confirmed on the call that the green light was blinking.  Patient services reviewed that it usually takes about 3 hours to charge and that the pt should continue charging the controller.   Patient services called the pt back later on (B)(6) 2024, and the pt reported that a manufacturer representative (rep) had stopped by and they "got it figured out". It was also noted that the battery pack was charged.  Then, on (B)(6) 2024, another hcp contacted technical services reporting that the rep had met with the pt on (B)(6) 2024 to attempt to troubleshoot and recharge the ins, but they were unable to do so. The rep had stated that they could proceed with full body MRI.  The hcp inquired about the information they received.  Technical services reviewed MRI information.